Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 02/11/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connecter type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. This event was reported by the patient. Additional information has been requested regarding the event description, diagnostic testing, and patient information. To date, apollo has been unable to confirm the reported events with the patient's physician. Device labeling addresses the reported events of port leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had the lap-band system placed, and reported that "after less than 12 months [the patient] had to have the port replaced due to a leak." The patient was told that the physician "tested the lap-band and found it faulty/leaking at the join in the tube between the port and the band."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 08/31/2016. Further review of this record noted this event had been reported on MDR 9617229-2015-00170.